Manufacturer narrative:
Image review: a video was provided capturing the use of the inpact admiral device during the index procedure. A leak is clearly visible from the luer of the device as the device is continually inflated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an inpact admiral during treatment of an arterio-venous fistula (avf) in the patient¿s mid arm cephalic vein. Device inspected prior to use without issue. Negative prep performed without issue. Lesion pre-dilation performed. No resistance was encountered during advancement of the device. It is reported inflation difficulties were noted during balloon inflation. The physician reports that after pre-dilating the mid arm cephalic vein with a fortrex pta balloon, the inpact dcb was introduced and upon the first inflation the pressure was never maintained from the start. This was observed on angio of the balloon size and also the window of the inflation device. A leak was noted in the device; however, the physician could not identify where the leak was in the device that was causing the inflation difficulty. The physician safely removed the device and replaced it with another inpact dcb of the same size to successfully complete the procedure. No patient injury reported.